Event description:
Patient stated a total of three v-go's the needle button accidently released prior to the completion of the 24-hour period. Patient stated the needle button only stayed locked for a few minutes. Patient has one v-go and discarded the other two.